Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg), however, a specific value was not provided. The cause of the elevated bg was unknown. The customer declined to provide additional information regarding the issue.